Event description:
Event description: cpi received this implantable cardioverter defibrillator (ICD) for analysis with no explanation for device removal. Attempts at obtaining the reason for removal were unsuccessful.